Manufacturer narrative:
Reference MFR report # 2916596-2016-02529 for the report of the pump exchange due to suspected thrombus. (B)(4). Approximate age of device ¿ 3 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that shortly after pump exchange on (B)(6) 2016, the lactate patient¿s lactate dehydrogenase (ldh) was elevated, and the patient experienced hematuria and heart failure symptoms. The patient¿s inr was reported to be within normal range. The lvad clinicians reported that it was suspected that the patient had a hypercoagulable condition. The patient did not wish to have a second pump exchange, and chose to have the device support discontinued. On (B)(6) 2017, support was withdrawn and the patient subsequently expired. It was reported that the lvad was working as expected at the time of the event. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the report of hemolysis and suspected thrombus could not be conclusively determined. The lvad clinicians reported that it was believed that the patient had a hypercoaguable condition. The patient did not wish to have a pump exchange and chose instead to have support withdrawn. It was reported that the pump was working as expected at the time of the event. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.